Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8578, lot# n084327, implanted: (B)(6) 2007. Product type: accessory. (B)(4).

Event description:
It was reported that the pump was not working and was scheduled to be replaced and they will fill it with dilaudid. It was unknown the exact reason the pump was being replaced nor what the medication was in the pump. Additional information has been requested, but was not available as of the date of this report.